Event description:
The rptr states doing meter to lab comparison tests. Rptr's blood glucose meter reading at home was 138 mg/dl. Rptr went to nearby lab where a venous draw was done for lab test which had a result of 219 mg/dl. Rptr did not have any symptoms. On followup, the rptr stated that rptr checks confirmation dot for enough blood when testing, and that rptr had run a control solution test which was in range. No harm was alleged.